Manufacturer narrative:
H.6. Investigation: customer returned (5) open 4mm, 32g pen needles from lot#: 7347884. Customer states that the pen needles would not dispense insulin during the injection. All returned pen needles were examined and 3 out of 5 samples exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through the cannula. Both remaining samples were tested and both were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen h3 other text : see h.10.

Event description:
It was reported that pen did not dispense insulin during injection with bd ultra fine¿ pen needles. This occurred on 4 separate occasions, however, the date/time is unknown. The following information was provided by company reporter: it was reported that four pen needles would not dispense insulin during injection. The following information was provided by the initial reporter: found 4 out of 6 pen needles would not press out insulin during the injection does not reuse, informed of flow check and the non patient end insert process.

Event description:
It was reported that pen did not dispense insulin during injection with bd ultra fine¿ pen needles. This occurred on 4 separate occasions, however, the date/time is unknown. The following information was provided by company reporter: it was reported that four pen needles would not dispense insulin during injection. The following information was provided by the initial reporter: found 4 out of 6 pen needles would not press out insulin during the injection does not reuse, informed of flow check and the non patient end insert process.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that pen did not dispense insulin during injection with bd ultra fine¿ pen needles. This occurred on 4 separate occasions, however, the date/time is unknown. The following information was provided by company reporter: it was reported that four pen needles would not dispense insulin during injection. The following information was provided by the initial reporter: found 4 out of 6 pen needles would not press out insulin during the injection does not reuse, informed of flow check and the non patient end insert process.